Manufacturer narrative:
H10: the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation is unconfirmed for unable to infuse. The device was labeled for single use. H11: h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implanted ports allegedly unable to infuse. This information was received from one source. This malfunction involved patient with no known impact to the patient. The patient was a female; however, the age and weight were unknown.

Manufacturer narrative:
H10: the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported failed to infuse. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong s/l titanium low profile port - japan only products that are cleared in the us. The pro code for the groshong s/l titanium low profile port - japan only products are identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j port & catheter, implanted, subcutaneous, intravascular allegedly failed to infuse. This information was received from one source. This malfunction involved patient with no known impact to the patient. A female patients' age and weight were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implanted ports allegedly unable to infuse. This information was received from one source. This malfunction involved patient with no known impact to the patient. The patient was a female; however, the age and weight were unknown.

Manufacturer narrative:
The lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation is unconfirmed for unable to infuse. The device was labeled for single use. The previous supplemental report was submitted with the incorrect date. The correct date is (B)(6) 2020.

Manufacturer narrative:
The lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implanted ports allegedly unable to infuse. This information was received from one source. This malfunction involved patient with no known impact to the patient. The patient was a female; however, the age and weight were unknown.